Event description:
Using the versant hcv rna 3.0 assay (bdna), two pt samples gave (B)(6) results. These values were not reported. The runs were repeated and the results were (B)(6). The assay is intended as an aid in the mgmt of (B)(6) pts undergoing anti-viral therapy. No change of therapy occurred.

Manufacturer narrative:
For medical device reporting purposes this event is considered closed.